Event description:
It was reported that while in use on a patient, the "fiberoptic signal failed to work properly". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine'.

Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI # UDI related data quality updates only. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, the "fiberoptic signal failed to work properly". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine'.

Manufacturer narrative:
Qn # (B)(4). The reported complaint for iab "fiberoptic signal failed to work properly" was not able to be confirmed as the product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint was undetermined. No further action required at this time. Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that while in use on a patient, the "fiberoptic signal failed to work properly". As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. No patient harm or injury. The patient status is reported as "fine'.

Manufacturer narrative:
(B)(4).